Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5x19 mm graftmaster stent was inserted to treat a perforation, but it was unable to cross the left circumflex coronary artery due to the heavy tortuosity. This device was removed from the anatomy and replaced with another 3.5x19 mm graftmaster stent to complete the procedure successfully. No additional information was provided.